Event description:
It is reported that a customer their insulin pump was low on battery and did not deliver insulin as it should have. The patient's blood glucose level was at 300 mg/dl. The customer stated that the pump did not alarm the customer with any notification that the battery life was low. The customer changed the battery and the pump started working a lot better. The customer declined assistance in trouble shooting the pump and needed no further assistance.